Manufacturer narrative:
(B)(4)

Event description:
It was reported that premature deployment of stent occurred. A 6 x 40 x 130 innova stent was advanced to treat the lesion. However, as the stent was advanced into the blood vessel, it was noticed that the stent had flowered already and the safety lock was still on the manual roll back. It was decided at that point to withdraw the stent and the catheter in one, so everything came out. The procedure was completed with another 6 x 40 x 130 innova stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds) and no other devices. The outer shaft, middle shaft and the remainder of the device were checked for damage. The outer shaft was buckled at the nosecone. There was also a kink on the outer shaft at 59cm from the tip. The mid-shaft was kinked approximately 10cm from the marker band. The stent was returned with no damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that premature deployment of stent occurred. A 6 x 40 x 130 innova stent was advanced to treat the lesion. However, as the stent was advanced into the blood vessel, it was noticed that the stent had flowered already and the safety lock was still on the manual roll back. It was decided at that point to withdraw the stent and the catheter in one, so everything came out. The procedure was completed with another 6 x 40 x 130 innova stent. No patient complications were reported and the patient's status was fine.